Event description:
On (B)(6) 2012, the following info was provided to cook by the user: during an esophageal dilation the physician was inflating the balloon for the first time and it burst. On (B)(6) 2012, a copy of the medical facility medsun mandatory and voluntary report form (form FDA 3500a (10/05) was received by cook from FDA. The following info was provided by the user facility to the FDA via medwatch report number (B)(4): "the cook cre 18-19-20 mm balloon for esophageal dilatation burst at 19 mm or 60 (pressure per square inch) psi. The md documented the following in the procedural note: "we attempted an empiric balloon dilation, but the balloon malfunctioned and the scope had to be withdrawn. The pt then experienced transient desaturation, and we felt best to terminate the exam as no stricture had been appreciated, and recent symptoms abated." The note from the anesthesiologist states "saturation 96%, chest clear bilaterally, not coughing - feels fine. We doubt the aspiration. (Crna told me that when the balloon broke during the case the pt began coughing a lot)." The respiratory rate and oxygen saturation are stable, airway patent, heart rate and bp stable, pt awake without complaint." A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. The instructions for use contain the following warning: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.